Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the usb port was damaged and could no longer charge pump battery. There was no reported adverse impact to customer's blood glucose. Customer reverted to using an alternate method of insulin therapy.